Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2016. The site reported that the subject was at home on hospice care and subsequently passed away on (B)(6) 2016. The cause of death is recorded as cardiopulmonary arrest. Per the site's report the death was not related to the device or the procedure if additional information pertinent to the incident is obtained a follow-up report will be submitted.